Manufacturer narrative:
(B)(4), reservoir flat iz 100 ml.

Event description:
It was reported that patient presented an infection less than a month after inflatable penile prosthesis (ipp) implant. The scrotal incision opened up and was draining fluid. Physician removed everything, washed out and replaced all components. Everything went as planned.